Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the left femoral artery in a 66-year-old male patient with a past medical history of coronary artery disease (cad), a prior coronary artery bypass graft (CABG), and renal insufficiency. The patient presented in cardiomyopathy and in scai stage c shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the nurse called to report that there was increased purge flow (pf) and decreased purge pressure (pp) so the automated impella controller (aic) console, was switched to a new one. However, now the left ventricle (lv) is about the aortic pressure (ao), and the motor current (mc) is above 1000. While on the call, the pump stopped. The abiomed clinical representative advised the nurse to restart with success on p-2, but the mc was still over 700. The device functioned at p-7 at 3.4l/min. The post-procedure outcome is survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.